Event description:
It was reported during the surgery, while using an adjustable clamp for drf on (B)(6) 2011 at (B)(6) hospital, the doctor inserted the self-drill and tightened the rod by the clamp. He tried turning the screw part and used the hex off-set wrench, but the hexagonal part was broken off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The additional evaluation revealed that the investigation of the complained devices shows clearly that the post screw is completely blocked, therefore too high mechanical force was applied what led to the breakage of the wrench finally. The device is designed that the post screw can be tightened for fixing the carbon rod but cannot be completely be removed. Here this screw was tried to completely unscrew what not should be done. Therefore it blocked strongly. Reviewing manufacturing and material documents shows conformity to the specifications. No product fault could be detected.